Manufacturer narrative:
Analysis found that the analyzer was not able to communicate with a good programmer. Analysis was not able to verify oversensing because of the not communicating. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer would lose communication with the programmer. It was also reported that the analyzer had been oversensing. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.